Manufacturer narrative:
This report is being sent as follow-up no. 1 provide additional information in section b5 that was inadvertently missing from the initial and to correct section h3. In the initial MDR it was reported that the device was not returned however the device was returned as the investigation was provided and reported in the initial MDR.

Event description:
The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis and 5ml of air was found in left in the balloons. No damage or deformities are noted on the band or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. The likely root cause is the valve contained a foreign matter that was dislodged during deconstruction of the check valve. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that a patient had a 5fr slender sheath in the right radial artery for a y90 delivery. After the case was complete, a regular size tr band was opened for closure. The tr band was applied and a total of 12cc of air was inflated into the airport. After the syringe was removed, about 15 seconds later the patient started to ooze blood from the arteriotomy site. An additional 2cc of air was placed into the band and disconnected. The ir watched the site for 30 seconds and no more bleeding was seen. After the patient was taken off the table, the tr band again was checked, and no bleeding was seen. The patient was taken to the recovery unit. After an hour and 20 minutes the nurse in the recovery unit went to begin removing air from the tr band, 2cc of air was removed, 15 minutes after the first 2cc of air was removed, the nurse again went into remove more air. When she went to connect to the airport, she noticed that the air bladder was completely flat, and upon inspection, all the air in the tr band balloons was gone. The patient seemed to have a small hematoma (less than a 50c piece). The ir was called to come take a look, and she held pressure for 8 minutes. After holding pressure, the hematoma dissipated, and the patient could be discharged. The patient left an hour later. The procedure was a success, and the patient remained stable throughout. No intervention and no additional imaging were required for the hematoma. Blood loss less than 250cc.